Manufacturer narrative:
The system was used for treatment. A batch record review of kit lot d145 was conducted. There were no non-conformances related to the complaint. This lot met all release requirements. The uvadex lot number was not provided as it was not administered. However, a review of all uvadex lots manufactured since january 2013 was performed. No trends or nonconformances related to the complaint were noted. Trends were reviewed for complaint categories, alarm #7: blood leak (centrifuge chamber) and drive tube leak/break. No trends were detected for these complaint categories. However, a corrective and preventive action has already been initiated to investigate drive tube leak/break. Service order report, (B)(4), is still pending. A supplemental report will be filed when the service order report is complete. This assessment is based on information available at the time of the investigation. The analysis of the returned photos is still in progress. A supplemental report will be filed when the analysis of the photos is complete. Meddra codes: (B)(4). Kit unique device identifier:(B)(4). Device not returned to manufacturer.

Event description:
The customer reported a drive tube break during the buffy coat collection of a blood prime procedure. The customer was sure that she had double checked the drive tube very carefully after prime. The customer stated that the drive tube had come out of its upper bearing clip. The customer requested service. On (B)(6) 2016, the customer stated that the drive tube break occurred as the buffy coat was being collected from the packed red blood cells. The customer reported on (B)(6) 2016, that the patient's line was closed at the time of the drive tube break. On (B)(6) 2016, the customer stated that the alarm #7: blood leak (centrifuge chamber) alarm had occurred and the centrifuge was stopped. The treatment was aborted and no blood was returned to the patient. Service order, (B)(4), was generated. Photos were submitted for investigation.

Manufacturer narrative:
Service order report, (B)(4), feedback: the service technician replaced the centrifuge leak detector and the two drive tube clips. The system checkout procedure was then successfully completed. The information contained in this service order report does not affect the codes that were reported in the first supplemental medwatch for this complaint. (B)(4).

Manufacturer narrative:
Photos were returned for analysis. A review of the photos confirmed a drive tube leak. The photos indicated that the drive tube had twisted and that the upper bearing stop had delaminated. The root cause for the leak was upper bearing stop delamination which allowed the upper drive tube to twist and break. Corrective and preventive actions have been initiated to address the potential root causes of drive tube delamination. (B)(4). Device not returned to manufacturer.